Event description:
It was reported the shooter of the pre-loaded intraocular lens (iol) malfunctioned and scratched/smashed the lens. The lens was opened but not used. Through follow-up, additional information was received confirming the same procedure was completed using back-up lens with the same model and diopter size. Patient status was reported as: no issues, post-op outcomes met. No additional information was received clarifying reported shooter malfunction. The iol is not available for return as it was discarded. No further information is available.

Manufacturer narrative:
Patient age and date of birth, patient weight, and ethnicity and race: not applicable as there was no patient contact. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. It was indicated that the iol is not being returned for evaluation as it was discarded therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.